Event description:
Prior to implant procedure, there was a break in the silicone of the header near the set screw. A new device was selected for implant. The patient was stable with no consequences.

Manufacturer narrative:
A visual inspection of the header confirmed the little breaks to the septum consistent with user handling/error. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were tested and found to be normal.